Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an implant procedure, the balloon catheter would not deflate after contrast was injected into the port, even when negative pressure was used. The catheter and sheath were removed together, and then the balloon burst as it was exiting the vein. No patient complications have been reported as a result of this event.